Event description:
Tech found stretcher with note stating 'brakes not working'. He found brake caster malfunctioning. When brake is applied, the wheels would stop rolling but swivel. Stretcher would still move from side to side. He replaced all 4 lock casters to resolve.